Manufacturer narrative:
H6: investigation summary: a complaint of "false positives" was received against mgit 320 instrument (p/n 441743, s/n (B)(4). Bd remote assistance communicated with the customer and advised customer to clean the dust on detectors. The complaint is not confirmed because the issue was resolved by cleaning the detectors with dry cotton swab. The root cause is related to "dust on detectors". No new trends, risks, or hazards were identified as a result of the complaint. Device history review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and has changed configurations since release from manufacturing due to service repairs/pms. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints related to this issue.

Event description:
It was reported while using bd bactec¿ mgit¿ 320 system false positive results were obtained. Confirmatory testing was performed by lab personnel. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from german to english: the customer reports several fps and confirms the statement through the manual test in the laboratory were any erroneous results reported out to the doctors?: no. If yes, were any patients treated based on erroneous results?: no. If yes, did the erroneous treatment have any adverse impact to the patient(s)?: no.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 320 system false positive results were obtained. Confirmatory testing was performed by lab personnel. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports several fps and confirms the statement through the manual test in the laboratory were any erroneous results reported out to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No.